Manufacturer narrative:
The reported event of incorrect measurements, inappropriate lv output, and marker anomaly were not confirmed by analysis. Final analysis found that the high rate noted was consistent with device handling. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a device implant; however, during the procedure the pacemaker demonstrated incorrect measurements, inappropriate lv output, pacemaker-mediated tachycardia, and displayed an error message. Due to these issues, the pacemaker could not be implanted on (B)(6) 2026 and was successfully replaced. The patient remained stable throughout.